Event description:
A malfunction was reported on the pump by the caller, who did not identify any notable events preceding the issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The caller was assisted with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer will use mdi as a backup therapy to maintain insulin delivery until the replacement pump is received.